Event description:
Reportedly, non-physiological signals were observed on the ventricular channel. The same non-physiological signals were also observed on the atrial channel, while the pacemaker was programmed in vvi mode. Preliminary analysis confirmed simultaneous noise oversensing on both channels. Returned device analysis confirmed that electrical and mechanical characteristics were within specifications. The connection system also conformed to established specifications.

Manufacturer narrative:
Please refer to the analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, non-physiological signals were observed on the ventricular channel. The same non-physiological signals were also observed on the atrial channel, while the pacemaker was programmed in vvi mode. Preliminary analysis confirmed simultaneous noise oversensing on both channels. Returned device analysis confirmed that electrical and mechanical characteristics were within specifications. The connection system also conformed to established specifications.